Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The manufacturer of the right ventricular assist device (rvad) was nipro. The rvad was placed on (B)(6) 2023. It was unknown the reason the rvad was placed or if the patient had right heart failure prior to left ventricular assist device (lvad) implant. The external rvad was implanted prior to lvad implant so it was not due to influence of the lvad or lvad therapy. There was no information about removal of the lvad so it was still in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a removal/transplantation. The device noted to be removed was a right ventricular assist device (rvad). The reason for removal was ventricular recovery or withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.